Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device has been analyzed. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Impedance - high battery impedance, leading to eri.

Event description:
It was reported that the device triggered elective replacement indicator (eri) and the patient is not feeling well. It was also reported that there was high impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.